Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to rou-en-y procedure, it was observed that there was a damaged seal. The inner diameter of both trocars were very tight and the tech could not get a 5mm instrument down either trocars. They opened up another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection that the trocars, cannulas, circular and envelope seals appeared intact. The radially expandable sleeves were not received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelop seals to become stretched. A functional evaluation found that the devices passed an air leak test. The cannula tips were checked with a 221. Pin gauge and was in spec. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.